Event description:
The customer reports: "central catheter shows defect in the tip that does not allow access".

Manufacturer narrative:
Qn#(B)(4). The customer returned one guide wire and a lidstock for analysis. Signs-of-use in the form of biological material were observed on the guide wire body. Visual analysis revealed two major kinks on the guide wire body. Microscopic examination confirmed the kinks, and revealed that the distal and proximal welds were spherical and intact. No other defects or anomalies were observed. The kink in the guide wire measured 381mm and 580mm respectively from the proximal weld. The guide wire total length measured 603mm, which is within the specification limits of 596mm-604mm per the guide wire graphic. The guide wire outer diameter measured .799mm, which is within the specification limits of .788mm-.826mm per the guide wire graphic. The guide wire was passed through a lab inventory ars/introducer needle. Little to no resistance was observed as the guide wire was able to completely pass through the assembly with minor resistance at the kinks. A manual tug test confirmed that the proximal and distal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained, and further consultation requested". The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed two kinks on the guide wire body. The guide wire met all relevant dimensional and functional requirements, and a device history record review was performed. Based on the sample received and the report from the customer, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4). Preliminary evaluation of the returned device indicates the swg (spring wire guide) kinked in use - no further details.

Event description:
The customer reports: "central catheter shows defect in the tip that does not allow access".